Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced high blood glucose with vomiting and diarrhea. Customer was admitted to the hospital with gastroparesis, and was given a medication for it which helped her but they were still battling the associated high blood glucose. They changed the infusion set and reservoir but got air bubbles in the reservoir going to the tubing. They tried to prime them out but would not clear after priming 50 units. Blood glucose value was 303 mg/dl. It was stated the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. It was advised to change the entire set. Reservoir would not be replaced or returned.